Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack (B)(6) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a monitor's response buttons were non-functional. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a crushed front response button dome, causing it to be intermittently non-functional. The root cause of the physical damage to the crushed dome was unable to be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery pack sn 86427676 has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.